Event description:
It was reported that pump displayed non-resettable malfunction code 24 with associated fault ID while customer was using in-warranty device. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.